Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. There was no pt involvement. The evaluation of the device has not been completed.

Manufacturer narrative:
Covidien reference number: (B)(4).